Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), cervix carcinoma stage 0 ('cervical cancer/squamous cell carcinoma in situ of the uterine cervix with extension to the endocervical margin') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 11254-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, multiparous, chronic cervicitis and cesarean section (history of previous 3 cesarean sections). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea.") And dyspareunia ("dyspareunia") and was found to have cervix carcinoma stage 0 (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2016 total hysterectomy with bilateral salpingectomy and robotic-assisted total laparoscopic extra fascial hysterectomy and with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cervix carcinoma stage 0, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered cervix carcinoma stage 0, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient has a history of high-grade pap smear. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: specimens: (a) uterus (b) fallopian tube, right fallopian tube (c) fallopian tube, left fallopian tube microscopic diagnosis: (a) uterus and cervix; robotically assisted laparoscopic total hysterectomy: 1) cervix showing chronic cervicitis, reactive inflammatory squamous metaplasia, and previous biopsy site; no residual squamous cell carcinoma in situ observed on multiple levels (b) right fallopian tube; robotically assisted right salpingectomy: 1) benign fallopian tube with completely submitted fimbriated end, no pathology. 2) proximal fallopian tube containing intraluminal foreign body (wire). (C) left fallopian tube; robotically assisted left salpingectomy: 1) benign fallopian tube with completely submitted fimbriated end, no pathology. 2) proximal fallopian tube containing intraluminal foreign body (wire). Gross description specimen a: an anterior myometrial scar is present. Suggestive of previous cesarean section.. Specimen b: the fimbriated end is excised, trisected, and entirely submitted in block #1. Sectioning across the short axis of the body shows normal tubal features. The proximal half the tube has an intraluminal wire device present. Specimen c: the fimbriated end is excised, trisected, and entirely submitted. Sectioning across the short axis of the body shows grossly normal tubal features. The proximal half of the tube has an intraluminal wire device present. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as cervical carcinoma in situ lot number reported (11254) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), cervix carcinoma stage 0 ('cervical cancer/squamous cell carcinoma in situ of the uterine cervix with extension to the endocervical margin') and genital haemorrhage ('bleeding') in an adult female patient who had essure (batch no. 11254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included diabetes, multiparous, chronic cervicitis and cesarean section (history of previous 3 cesarean sections). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea.") And dyspareunia ("dyspareunia") and was found to have cervix carcinoma stage 0 (seriousness criterion medically significant). The patient was treated with surgery ((B)(6) 2016 total hysterectomy with bilateral salpingectomy and robotic-assisted total laparoscopic extra fascial hysterectomy and with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, cervix carcinoma stage 0, genital haemorrhage, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered cervix carcinoma stage 0, dysmenorrhoea, dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: patient has a history of high-grade pap smear. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: specimens: uterus. Fallopian tube, right fallopian tube. Fallopian tube, left fallopian tube. Microscopic diagnosis: uterus and cervix; robotically assisted laparoscopic total hysterectomy: 1) cervix showing chronic cervicitis, reactive inflammatory squamous metaplasia, and previous biopsy site; no residual squamous cell carcinoma in situ observed on multiple levels. Right fallopian tube; robotically assisted right salpingectomy: benign fallopian tube with completely submitted fimbriated end, no pathology. Proximal fallopian tube containing intraluminal foreign body (wire). Left fallopian tube; robotically assisted left salpingectomy: benign fallopian tube with completely submitted fimbriated end, no pathology. Proximal fallopian tube containing intraluminal foreign body (wire). Gross description specimen a: an anterior myometrial scar is present. Suggestive of previous cesarean section. Specimen b: the fimbriated end is excised, trisected, and entirely submitted in block #1. Sectioning across the short axis of the body shows normal tubal features. The proximal half the tube has an intraluminal wire device present. Specimen c: the fimbriated end is excised, trisected, and entirely submitted. Sectioning across the short axis of the body shows grossly normal tubal features. The proximal half of the tube has an intraluminal wire device present. Concerning injuries reported in this case the following one/ones were described in patient medical records: it confirms events as cervical carcinoma in situ. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.